Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6)2025 and the patient began experiencing symptoms on (B)(6) 2025.the symptoms included pus and drainage.the user's hcp was aware of the event and prescribed the user with an antibiotic to treat the infection. As per dms, user is not using the system since (B)(6) 2025.this incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor insertion site, with symptoms of pus and drainage, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025.the user's hcp was aware of the event and prescribed the user with an antibiotic to treat the infection. As per dms, user is not using the system since (B)(6) 2025.